Event description:
It was reported that the t:slim x2 pump battery would not charge, with the charging connection being unstable as the pump connects and disconnects from power after successful initial charging. There was no adverse impact to the customer¿s blood glucose level. The customer attempted using a different charging cable, which did not resolve the issue, leading to tandem technical support sending a replacement charging cable and wall adapter. Additionally, a replacement pump was dispatched due to a button issue, and the customer was advised to use an alternate form of insulin delivery if the pump battery depleted before receiving replacement supplies.